Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose level was 2.2 mmol/l. Customer have been trying to calibrate since 6.00 pm and didn't accept it with a blood glucose 2.2 mmol/l and left it, a few hours later, it kept on asking for a blood glucose because of minimum delivery and entered that and been repeatedly asking for a blood glucose and left it for an hour then noticed that the shield came back on and now did another blood glucose and it was 6.7 mmol/l and asked for a blood glucose again and gave a no calibration error. Customer reported behavior has been occurring for greater than 15 minutes. Customer declined troubleshooting for the low blood glucose because she said it was because it was before dinner. The devices will not be returned for analysis.